Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Further analysis of the (B)(6) 2021 patient sample confirmed a reactive result with the elecsys hiv combi pt assay. However, the sample reacted with only one hiv-1 specific antigen, indicating a false reactive result. The root cause was attributed to a sample-specific discrepancy. The assay's specificity, is 99.88%, and false reactive results may occur. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas e411 rack cu analyzer. The first reactive result was obtained on (B)(6) 2020 with a cutoff index (coi) value of 1.45. Confirmation testing using the elisa vector-best test and polymerase chain reaction (pcr) yielded negative results. The second reactive result was obtained on (B)(6) 2021 with a coi value of 1.44. Confirmation testing for this sample included the elisa vector-best test and additional elisa testing at the aids center, all of which were negative. No repeat testing was performed for the (B)(6) 2021 sample. Both samples were plasma, processed in univac tubes with gel, and centrifuged at 2500 rpm without adapters.